Manufacturer narrative:
This event is being reported as a corrective action following a retrospective review of complaints in response to an observation from an external inspection.

Event description:
A veran representative contacted veran customer support (vsupport) on behalf of the facility regarding a hole that allegedly appeared in the patient's lungs while they were navigating. The veran representative wanted to confirm whether or not it could have been caused by a veran 22g needle. Vsupport determined that the hole was too large to be made by a 22g needle. The veran representative thought the user may have advanced the scope too hard when sampling. The manufacturer and model of the scope is not known. It is not known if any medical or surgical intervention was required. There was no allegation or evidence of a veran device malfunction that could have caused or contributed to the reported event. The subject 22g needle can be one of two possible models: ins-5036: 22 utw, 125mm always-on tip tracked biopsy needle, trocar point (UDI: (B)(4) ins-5410: always-on tip tracked 22ga anso flexible needle, 15mm l, 1.8mm od (UDI: (B)(4).